Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported that during the device inspection, the colonovideoscope exhibited white foreign material inside the air/water tube, the air/water cylinder, and the jet tube. However, the customer returned the device without reprocessing which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited white foreign material inside the air/water tube, the air/water cylinder, and the jet tube. There were no reports of patient involvement.